Manufacturer narrative:
(B)(4). Unknown biomaterial - cement delivery devices. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date j&j became aware: 26/07/2019 (B)(6). Product: confidence cement system (particularly the water delivery system). Lot/batch/exp: haven¿t obtained yet but item is available to send back. Product number: haven¿t obtained yet but item is available to send back. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Had to open another confidence cement system that was bigger also, so cost the hospital another box of cement. Also mixing time. Was there a patient impact or was the procedure due to the failure? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event: dr (B)(6) attached the confidence cement system to the jam shidi needles via our adaptors (stryker), (B)(6) had his back to me so I didn¿t see it specifically happen but the water delivery system unscrewed and came apart, carefully had to remove the device as water went everywhere had to mix a new system and continue the operation. Patient was also awake so this didn¿t help the situation. This complaint involves one (1) device.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.